Event description:
In a pediatric setting, when a digital ECG is collected, it correctly calculates the qtc with the bazett formula. If the cardiologist elects to correct the qt interval by double clicking on "qt", they are presented with a screen "edit measurement". If they select "ok", -even without changing the value-, the hodges formula is automatically activated resulting in an unintentional change in the qtc recorded.